Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in address 11 37 on (B)(6) 2015. Por severity is low, so the device should be able to fully recover after reset.

Event description:
It was reported that there was power on reset (por) on the implantable pulse generator (ipg). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.